Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The 2.25x16mm, eccentric, de novo, 75% stenosed lesion was located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm maverick2 balloon reducing the stenosis to 60%. When the packaging of the 2.25mmx16mm taxus liberte stent was opened it was noted that the stent was damaged. The procedure was completed with another 2.25mmx16mm taxus liberte stent. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The 2.25x16mm, eccentric, de novo, 75% stenosed lesion was located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm maverick2 balloon reducing the stenosis to 60%. When the packaging of the 2.25mmx16mm taxus liberte stent was opened it was noted that the stent was damaged. The procedure was completed with another 2.25mmx16mm taxus liberte stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no kinks along the length of the device. An examination of the crimped stent identified that the stent was damaged. One strut on the most distal row was severely stretched distally, causing other struts on the first two rows to be misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).